Event description:
Tip of driver broke during screw insertion. Fragment left in patient. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
DHR was reviewed and no anomalies were identified during manufacturing.